Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A u.s. Distributor contacted zoll to report that a patient developed a heat rash. The patient's physician prescribed a rash cream. The medical outcome is unknown. Multiple follow-up attempts were made, though all were unsuccessful.